Manufacturer narrative:
The immucor laboratory tested retention product of e305 on (B)(6) 2018 which performed as expected. No errors were reported from the customer site on the testing instrument event log.

Event description:
On (B)(6) 2017, a european (B)(6) customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3), when tested on a european neo iris instrument.